Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not power up. The programmer's computing platform was replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not power up. It was verified with the battery disconnected that the programmer would not power up. It was verified that the battery status was good, five green lights illuminated. An attempt was also made to power up just on battery. The programmer did not power up on just the battery or the line power. It was also verified that the power cord was securely connected to the outlet and to the power supply. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.